Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A1, a4: patient first initial is unknown. Last name initial was provided. E1: surgeon first name was unavailable. H3, h6: no parts returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure on l1 to l5 to address spondylolisthesis. It was reported that the procedure was a revision and was completed in one segment. A clamp was secured to l1, one ap and one oblique image was taken. Ten screws were planned, but only two were clinically required. The two screws were executed. The left l1 was accurate, but the right l1 was deviated. There was no patient harm reported. Additional information was received stating that no patient symptoms were experienced due to this issue. There was no delay to the procedure and trajectories were deviated less than 2mm. The cause or suspected cause of the issue was stated to be maybe due to the plan and drilling on a slope.